Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a car accident on (B)(6) 2014 where there was a ¿forward body collision¿. The implant site was bruised, swollen and painful. After the accident, there was a tremor in the patient¿s feet. The patient was hoping to be reprogrammed. Additional information was received which reported that the patient was reprogrammed but there was no further information as far the results went. It was unknown if the patient was receiving effective therapy. If additional information becomes available a follow-up report will be submitted.